Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted when additional information becomes available.

Event description:
Customer stated that during priming it was detected that the rotaflow is not able to work correct in cooperation with hl20-console. The error message no_sel will appear time to time on the display. (B)(4).

Manufacturer narrative:
The ssu reported the issue occurred intermittently when the customer's 'defective' rotaflow unit was in use together with either of their two hl20 devices. The customer has two rotaflow units and two hl20 devices. The customer reported no issues with the second rotaflow unit when it was used in conjunction with either hl20 so therefore it can be confirmed that one rotaflow unit is defective and none of the hl20 devices was defective. The ssu decided to replace the defective rotaflow unit free of charge and not to return it to the factory for investigation/repair. Therefore no investigation of that device was possible. As detailed above there was no problem with the hl20 device itself. The reported incident did not occur during patient use. This first follow-up report will also serve as a final report for this complaint.

Event description:
(B)(4).